Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she changed her infusion set the day prior, and by midnight, the blood glucose reading was 256 mg/dl. By 5 am, the blood glucose reading was 496 mg/dl. She stated that she overrode what the insulin pump was going to deliver to her, and at 7am when she woke up, the blood glucose reading was 468 mg/dl. She stated that she went to deliver 2.4 units, took the reservoir out of the insulin pump and did not believe that insulin was exiting the reservoir. She only noted fatigue as a symptom of high blood glucose. Upon troubleshooting, no bent infusion set cannula was found. The customer declined to perform the high pressure test. She was advised to change the entire infusion set, reservoir and insulin, and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.